Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the bile duct during an endoscopic bile duct stone removal procedure performed on (B)(6) 2024. During the procedure, the device was used to scrape out the stone after lithotripsy, however, it was observed under fluoroscopy that a metal was protruding vertically from the device. The procedure was completed with another stonetome. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke during the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the bile duct during an endoscopic bile duct stone removal procedure performed on (B)(6) 2024. During the procedure, the device was used to scrape out the stone after lithotripsy, however, it was observed under fluoroscopy that a metal was protruding vertically from the device. The procedure was completed with another stonetome. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned stonetome was analyzed, and a visual and microscopic inspection found that the wire anchor was dislodged, and the working length was torn from the distal pierce hole. The cutting wire was not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device found that the working length was torn at the pierce hole. This condition could have been caused by submitting the cutting wire to tension during the handle actuation, in addition with the possibility of the device being energized during the handle actuation, the analyzed problem could happen. Also, bowing the device without being completely out of the scope can lead to tear it and displace or dislodge the cutting wire anchor from its position. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.